Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic video was provided for review. The video shows the backflow of clear fluid in addition to blood in the venous lumen. Therefore the investigation is confirmed for the reported reflux within device and fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024).

Event description:
It was reported that some time post dialysis catheter placement procedure, there was allegedly a reflux of circulation from the arterial branch to the venous branch, preventing the therapy from being carried out on a regular basis. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that some time post dialysis catheter placement procedure, there was allegedly a reflux of circulation from the arterial branch to the venous branch, preventing the therapy from being carried out on a regular basis. There was no reported patient injury.